Manufacturer narrative:
Reporter's phone number: (B)(6).

Event description:
It was reported to philips that the device had no joules delivered at the time of shock. There was no patient involvement.

Event description:
It was reported to philips that the device had no joules delivered at the time of shock. There was no patient involvement. The customer requested that the device be returned for bench repair. Upon evaluation of the device, the bench service technician was unable to replicate the issue, no fault could be found. Based on the conclusion of the investigation, philips is unable to rule out a malfunction. As the issue could not be replicated during evaluation. No fault could be found with the device. The device is returned to the customer. There is no indication of systemic problem. No further investigation or action is warranted.